Event description:
The device was returned for analysis with a report of potential early battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed and is based solely on device return and analysis. Evaluation summary pgr632951s actual longevity is < 80% of 99.9% longevity limit